Manufacturer narrative:
Concomitant medical products: product ID 7482-51, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported an extension low circuit on 2 <(>&<)> 3 contact that occurred during device follow-up. During the operation checked it first operation did not have any problem, but a few months later it showed low circuit using the clinician programmer. No factors were known to have led to the event. Diagnostics/troubleshooting was noted as treatment. Intervention was noted as replacement of the extension. During replacement images showed the outer insulation of the extension was damaged. No symptoms were reported. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the extension found the outer insulation on the body of the extension had breached depression. There was a breached depression on the outer insulation exposing conductors #2 and #3. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because it is the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a manufacturer representative reported the short circuit was identified on (B)(6) 2016. Impedances were measured to 220 ohms on electrode pair c-3 on the right side. The right implantable neurostimulator (ins) was programmed to c+, 1- at 7.5v, 90 usec, and 140 hz. The right ins battery was at 2.94v. The left ins was programmed to 0-, 2+ at 3.8v, 120 usec, and 180 hz. Impedances were measured to be within normal range on the left side. The left ins battery was at 2.98v.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.